Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was removed because of an abscess. The reporter then backtracked and said they were speculating on the reason for pump removal based on the patient¿s CT scan that was done (B)(6) 2020 that showed a potential hematoma. They were unsure of the reason and could not confirm hematoma at the pump implant site. Magnetic resonance imaging (MRI) guidelines on the catheter were requested. No further patient complications have been reported as a result of this event.